Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation. Reprogramming was attempted however it was unsuccessful at restoring therapy. Therefore, the patient underwent a revision procedure during which it was discovered that the lead had migrated and as such, the lead was repositioned back into the epidural space. Stimulation was restored postoperatively and the patient was doing well.